Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the initial placement measurements were not acceptable. While repositioning, it was difficulty to retract the helix. After removal, the helix functioned appropriately and was repositioned with low, but in range impedance measurements. Despite the appropriate measurements, the physician suspected the lead was fractured. However, the lead remains implanted. No adverse patient effects were reported.